Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patient used their pump for a month and then had it filled with saline. The patient did not need it because he was not having all the pain. The patient stated he "lost himself because of the meds so he took himself off of the meds, and he was able to find himself. The pump had been alarming every hour and was still beeping. The patient stated that after (saline was added to the pump) he was going through withdrawal. The patient was on oxycontin and oral phine after they put saline in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.